Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025 the user reported that during a supply change insulin was observed leaking into the ilet chamber. The user rewound the motor, replaced the cartridge, allowed the chamber to air dry, and successfully completed a supply change. Insulin delivery resumed normally. Blood glucose was not affected, and no further assistance was required.